Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a startup test code #12. There was no patient involvement.

Manufacturer narrative:
Additional information: point of contact: name: (B)(6). Contact department: biomed. Contact person occupation: biomedical engineer. Phone: (B)(6). Email:(B)(6). Getinge field service engineer (fse) when power on the cardiosave intra-aortic ballon pump (iabp), it was received loud alarm and startup test code #12. Fse confirmed error logs showed faults 124/125 and 53 indicating non-iso dsp failure. Manual instructs to replace front end board, which did not solve the issue. Replaced numerous parts over several visits, with pneumatic interface board being solution that removed the startup test code #12. As per manual fse replaced the pneumatic interface pcb, pressure transducer, 30 psia, 4" cable, front end board pcb and backplane pcba and pcba, exec processor. Fse performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).